Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the bottom case had seal damage. A review of the event history log identified force sensor bridge test error. During functional testing the force sensor bridge test error was duplicated upon start up. The force sensor cable was torn away form the pressure block. The root cause of the problem was the force sensor cable was damaged by customer during either the pumps disassembly or reassembly. Replaced the force sensor. This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited a failed force sensor error. No patient injury was reported.